Event description:
Surgical intervention is planned for pt with a total knee implant.

Manufacturer narrative:
Surgical intervention is planned for pt with a total knee implant. It appears that the surgical intervention is not device related, as it is reportedly planned to remove adhesions in the pt's knee. Poly inserts may be proactively replaced during this procedure. Review of the device history record indicates that the device was manufactured to specification.